Manufacturer narrative:
(B)(6). Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with foreign matter. There was no report of injury or medical intervention.